Event description:
It was reported the patient lost stimulation. An sjm representative was unable to resolve the issue due to impedance issues. The lead was explanted and replaced. The patient reported she receives effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.